Manufacturer narrative:
Device history record review confirms that the device met all material, assembly and performance specifications. The device was returned with its introducer sheath. Visual and microscope inspection of the returned device found that the proximal contact was detached /separated and the delivery wire was kinked most likely as a result of handling of the device during the procedure. The main coil was stretched and broken/ fractured from the delivery wire. There were no anomalies noted to the distal tip ball. A patency mandrel was advanced through the headway microcatheter in an attempt to remove the fractured main coil, the mandrel was unable to be advanced through the microcatheter. The microcatheter was cut and the fractured coil was removed. A patency mandrel was then passed through the returned microcatheter again and dried blood was noted exiting the distal end of the microcatheter. It is likely that some procedural factors encountered during the procedure limited the performance of the device contributed to the event. Therefore, the assignable cause of operational context has been assigned to the observed main coil breakage.

Event description:
Analysis of the returned device found that the main coil had broken/fractured. There were no clinical consequence to the patient.